Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited decreased r-wave measurements and low out of range pacing impedance measurements less than 200 ohms. Additionally, suspected t-wave oversensing was observed that resulted in an inappropriate shock. A lead issue was suspected; however, not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the physician elected to explant and replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.